Event description:
It was reported that there was a right hip revision rep was not advised as to why there was a revision.

Manufacturer narrative:
The following other hip devices were also listed in this report: size 8 accolade ii 127 deg; cat# 6721-0837; lot# unknown. V40 cocr lfit head 36mm/-5; cat# 6260-9-036; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
Lot number, manufacturing date updated. An event regarding revision and corrosion involving an accolade stem was reported. The reported event did not allege any deficiency of the subject acetabular liner. Furthermore, a review of the provided revision operative report did not find any indication of problems with the acetabular liner, the device was likely removed as a matter of procedure to gain better access to the joint. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.

Event description:
It was reported that there was a right hip revision rep, was not advised as to why there was a revision. The procedure revealed that the corrosion of the original device appeared to be the issue.